Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported capsular contracture, baker grade unknown. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, a5, a6, b3, b5, b7, g2, h6.

Event description:
Patient reported capsular contracture, baker grade unknown. Later healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device remains implanted. Patient was prescribed singulair 10mg.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5, d.6b, h.6.

Event description:
Patient reported capsular contracture, baker grade unknown. Later healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device was explanted. Patient was prescribed singulair 10mg.